Event description:
It was reported that a patient undergoing a trial did not like it and had the lead "pulled" on (B)(6) 2012. The patient had no signs or symptoms of infection according to the nurse. The nurse received a call on the day of the report saying the patient had been admitted on (B)(6) 2012 for meningitis. Cultures were taken and the patient was to be on antibiotics for 14 days. Additional information received on (B)(6) 2012 reported that the patient was home and on antibiotics. The cultures never grew out "anything" and the patient's back looked clean and dry with no signs of infection. It was still diagnosed as "suspected bacterial meningitis," but the patient was doing "fine."

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).